Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent gynecological procedure on an unknown date and mesh was implanted. Following the procedure, the patient experienced distress, vaginal erosion and pelvic pain. The patient underwent excision of vaginal component mesh and martius fat pad interposition. No additional information was provided.